Manufacturer narrative:
This is in response to report mw5078490. A 1" piece of what appeared to be plastic was found in the IV tubing by the end user. The piece was found prior to use of the IV tubing on a patient, therefore no patient injury occured and patient was able to be treated with another medsource IV set by the medic. The product was not returned and not root casue could be determined at this time.

Event description:
A 1" long plastic piece was found in the IV tubing. It was found prior to the IV tubing being used.